Manufacturer narrative:
Novocure's opinion is that a contribution of the array placement to the wound complication cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound complication was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6)-year old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2020. In (B)(6) 2020, patient developed a skin defect on the scalp. Patient discontinued optune therapy on (B)(6) 2021. On (B)(6) 2021, the skin defect was examined closely and described as a wound defect located right high parietal, 1 cm from the surgical resection site scar (last surgical resection (B)(6) 2019) and measuring 5 mm in diameter. The patient denied fever or other symptoms. On the same day, patient was hospitalized and underwent wound revision surgery without complications. Per prescriber, the wound was found to have progressed to the titanium plate. No infection was noted however, the patient received cefuroxime. After the surgery, during daily change of wound dressing, the wound presented bland and dry. On (B)(6) 2021, the wound was noted to be red and crusted, mildly swollen. Crp was 0.9 mg/dl. On (B)(6) 2021, redness and swelling of the wound were improving. On (B)(6) 2021, discharge was postponed to the following day, as there was a small secretion from the wound, which subsequently resolved. On (B)(6) 2021, patient was discharged home in good general condition. Per prescribing physician, the event was related to optune therapy.